Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient received a vibratory notification for low out-of-range pacing impedance on their atrial lead. Lead had previously been programmed off for more than 5 years prior due to a patient condition. Alerts will be auto-programmed off once a set number of alerts have been transmitted. Patient was stable after the event.